Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# unknown, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The snm system was removed. Pulling was operated due to lead removal (resistance due to tine). There was a popping sensation, the lead coated part (polyurethane) part ruptured. The exposed metal wire (internal conducting wire) portion was pulled at the soft tissue insertion site as the resin-like portion of the stump could not be confirmed. The 4 electrodes and 2 x-ray impermeable parts remain inside the patient's body.